Manufacturer narrative:
Initially, it appeared that the 'broken syringe' from the complaint description referred to a glass silicone oil syringe which is usually used together with the 1363.dd vfi tube set. Based on this assumption, the complaint was determined to be a reportable incident, as breaking of a glass syringe may result in tissue damage, blood loss which is identified as a serious harm (s=5) in the global harms list (rprt 30457500). Upon receipt of the involved product, it was found that the plastic syringe that is included in the vfi tube set was in fact broken. Breaking of the plastic syringe is covered in the fmea by 'breakage of extraocular device parts' which might lead to wound damage. Wound damage is identified as a negligible harm (s=2) in the global harms list. Negligible harms do not meet the criteria for adverse event reporting.

Event description:
We have been informed that during surgery, the syringe broke while being used. No report that actual patient harm occurred or surgery was prolonged > 30 min.

Manufacturer narrative:
In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product.

Event description:
We have been informed that during surgery, the syringe broke while being used. No report that actual patient harm occurred or surgery was prolonged > 30 min.